Event description:
It was reported that the patient had undergone gastric stapling in 1983. In 1992, the patient had an incisional hernia repaired with "mesh." The patient had a ventral hernia repair in 2005, and proceed mesh was implanted. On approx four and a half months later, the patient underwent a modified abdominoplasty procedure, during, which a large bulge was noticed, which appeared to be peritoneum without any fascia or any coverage. It was found that there was a seroma over the mesh graft. Nine days later, clear drainage was noted from the wound near the umbilicus and the patient was started on cleocin. On three days later, the surgeon attempted to aspirate without results. The patient developed an active infection, necrotizing fasciitis, cellulitis and became septic. She required multiple surgical procedures and medical care.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation, and the product lot number is unknown, the investigation of this complaint is limited, and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.